Event description:
It was reported an unknown error code occurred on the clinician programmer. As a result, the pump went into stopped pump mode. The manufacturer representative was able to re-interrogate the pump and program as normal. The pump was no longer in stopped pump mode. Additional information received reported the batteries were changed in the programmer and there were not any issues. There were no patient symptoms reported. The medication in the pump were unknown.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID ne u_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).